Manufacturer narrative:
(B)(4). The reported sensing anomaly was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found.

Event description:
It was reported that intermittent undersensing between appropriate therapies were observed. Undersensing did not affect the final therapy which has successfully converted the patient.